Event description:
Physician attempting to wire a block vessel or lesion. He noticed that as he torque or twisted the wire the tip did not respond. He gently pulled wire back and the tip was dislodged within the distal lesion. At the time of the incident another interventionalist reviewed the films and agreed with the plan of care to leave the tip of the wire in rather than attempt to retrieve it as this may cause more damage than good. Full disclosure made at the time of the incident to pt and family.